Event description:
The customer contacted baxter's (B)(4) regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated he setup again, but the hc still gives chl alarm. The hp said he did not change the bags, just the cassette. The baxter technical service representative (tsr) had the hp setup up with new cassette and bags. The was patient involvement but no injury or medical intervention was reported. During a follow-up phone call, the hp stated the lot number was unknown and the supplies had been discarded. The hp has continued therapy, and there is no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the cassette; however, reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.